Manufacturer narrative:
The fse performed a visual inspection of the device and determined that the reported issue was due to damage in the internal tab which connect ECG and spo2 module. The ECG/spo2 connection module was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to a malfunction of the ECG/spo2 connection module. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the ECG/spo2 connection module to resolve the issue and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the plastic where the ECG and spo2 connectors are located is out, it does not fit. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.